Event description:
It was reported during collection using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube was cracked. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore 100 retained samples were visually examined, and no damaged tubes were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: cracked product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during collection using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube was cracked. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information upon follow up with customer: d4. Medical device lot #: 5023014; d4. Medical device expiration date: 31-oct-2025; d4. Unique identifier (UDI) #: (B)(4); h4. Device manufacture date: 23-jul-2024.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported during collection using bd vacutainer® 9nc 0.109m 2.7 ml, 1 tube was cracked. There was no health impact or consequences reported.